Manufacturer narrative:
Trackwise ID#: (B)(4). Corrected section: type of reportable event -h-2 - from "malfunction" to "serious injury." The lot#: 3000303137 history record review was completed. There were no ncmrs, rework, or deviations documented for the reported lot number. Based on the DHR/lhr review results, it was determined that there is no relation between the batch manufacturing process and the reported failure. Specific actions for the failure mode is being maintained and documented under maquet's corrective and preventive action (CAPA) system.

Event description:
N/a.

Manufacturer narrative:
Trackwise ID#: (B)(4).

Event description:
N/a.

Manufacturer narrative:
Tw ID (B)(4). Since the device is not available to be returned to us, a technical evaluation cannot be performed. Per our standard sop's, all events are tracked and trended to determine whether or not any trends develop. H3 other text : device discarded.

Event description:
The hospital reported that during an endoscopic vein harvesting procedure, vasoview hemopro 2 the c-ring broke apart inside the patient. There were no additional incisions reported. No patient harm was reported and there was a procedural delay to remove the broken kit and get a new one to finish the case.